Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a consumer's device was at end of service (eos) and there was a dissatisfaction with the device longevity. The device was explanted and the consumer was reluctant to get reimplanted due to the longevity. Additional information noted the leads were left in at the time of the device explant and the leads would be checked if the consumer proceeds with a replacement. No date has been set at this time, although the consumer was referred to a surgeon. No cause for the battery depletion was known. Indication for use included non-malignant pain and degenerative disc disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.